Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 at approximately 11:00, the monitor alarmed for an asystole, though there was a rhythm present with small qrs complexes. The patient had a cardiac arrest and expired. The floor nurse received an asystole alarm via page but telemetry techs did not receive asystole alarm on surveillance.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched for onsite support. Logs were retrieved and reviewed by philips clinical support personnel. The investigation determined that an asystole alarm was generated at 11:10:27. The alarm was silenced at 11:11:02 from the surveillance center. At 11:15:24 a strip was annotated from 11:13:01 code blue called. The pic ix is designed for all alarms to filter through the pic ix prior to going to the paging system. It is not possible to get a page for an alarm unless it first occurs at the pic ix. There was no product malfunction; this is considered a user issue. The pic ix was operating as designed. Small qrs complexes were not being counted as they measured <1/2 size of 1 mv bar. The qrs complexes were not measured as a rhythm and the result was an asystole alarm. The asystole alarm was silenced from the surveillance center. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.